Event description:
It was reported the physician ((B)(6)) implanted the pt's ipg too lateral in the interclavicular region. When the pt moves his arm, the device rubs against his shoulder.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.